Event description:
It was reported that the right ventricular (rv) lead exhibited low impedances. No patient complications have been reported as a result of this event and the lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg implantable cardioverter defibrillator (ICD), (B)(6)  2011. (B)(4).